Event description:
Hcp reports pt presented in 2004 with a "malpositioned baclofen pump for morphine" and a "catheter malfunction." The pt had "never really gotten good relief" from the pump. The pump's side-port aspiration showed no flow. The pump and catheter were both explanted and replaced. The pt is reported as doing "relatively well."